Event description:
On june 2002, it was reported that the patient's parent contacted the center to discuss the sound processor's alarm problem. At that time, external equipment was exchanged. Additional equipment was requested for troubleshooting. On june 2002, testing conducted confirmed that the device was no longer functioning. Revision surgery was scheduled.